Event description:
(B)(4). At insertion there were complications, no menstrual cycle for 9 months, ovaries became cystic, severe abdominal pain, severly painful periods, 50 lbs weight gain in 9 months, severe back pain, severe pelvic pain, all this on going for years, had surgery to remove coils and discovered they had migrated and perforated through my tubes.